Event description:
It was reported that at the implant procedure the physician felt that the lead¿s connector pin was bent. The lead was removed and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).